Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the physician had difficulty inserting the right atrial (ra) lead into the pacemaker. The physician checked the setscrew by looking into the header and used some mineral oil then inserted the lead. The implant procedure was successfully completed. No adverse patient effects were reported.